Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the attempted right atrial (ra) lead kept dislodging and the attempted right ventricular (rv) lead exhibited high impedance. The active fixation leads were removed and replaced with tined leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.